Event description:
It is reported that the pt was revised after three years due to wear. It is also reported that the pt had granuloma.

Manufacturer narrative:
This report will be amended when our investigation is complete.